Event description:
On july 21, the physician reported to the manufacturer that a patient suffered a 2nd degree burn on the gluteus maximus. There was no report of an issue during procedure however on the post-op appointment ((B)(6) 2023) the physician observed a burn. The physician cleaned and treated the wound. The patient received treatment at a wound care clinic.

Manufacturer narrative:
The manufacturer made multiple attempts to obtain additional information without success. Available information is limited at this time. If additional information is received at a later date, the manufacturer will review and determine if a supplement report is required. Based on the information reviewed, there is no indication of a product deficiency. All handpieces meet all qa specifications prior to being released, including adequate sterilization. The IFU instructs the user to "during ablation, the saline temperature continues to rise until 90°c is reached, and the user must continuously: ·monitor the cervical seal for fluid loss and to confirm a tight cervical seal. Maintain a stable procedure sheath position throughout the procedure. ·monitor the screen for fluid loss level." Warnings and cautions related to an event of this nature are included in the IFU for genesys hta, including but not limited to: ·"the physician must maintain control of the procedure sheath (i.e., not hand off to another individual) for the duration of the treatment to avoid compromising the cervical seal. A compromise of the cervical seal could result in fluid leakage through the cervix, which could result in thermal injury to surrounding tissue". ·"do not place the procedure sheath tubing over the patient's leg or in contact with any part of the user's or patient's anatomy, as the tubing carries hot fluid and contact could result in thermal injury. The temperature of the tubing could be up to 55°c."